Event description:
The customer reported that at the beginning of a cystoplasty procedure, the device did not seal properly although an endtone, indicating a completed seal cycle, was heard. After the surgeon cut and then reopened the jaws of the device, oozing occurred. The oozing was stopped by sutures. There was no injury to the pt, and a new device was used to complete the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.